Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient underwent right thr on (B)(6) 2010, revised on (B)(6) 2019 due to pain. All components revised with another manufacturer's system.